Event description:
Info received reports with stimulation turned on the pt experienced difficulty speaking and swallowing. He was seen in the emergency room and the magnet was used to verify the device was on. Therapy was not turned off but pt did under go a cat scan to rule out a stroke. It was also noted that the pt had high blood pressure readings (180/105) and he does not usually run high. The morning after the ER visit, the pt was able to talk with his spouse. Several days later at the follow up visit with the pt's physician and a medtronic rep interrogation of the device revealed impedances >4000 ohms on all of the bipolar pairs. Contacts 4-7 >4000 and <15 ma on all bipolar pairs. Pt was now reporting a loss of therapeutic effect on the left side of his body. Additional info has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).